Event description:
Pt had a series of 3 synisc shots in their left knee in 2004, to alleviate pain. At first the symptoms were mild, but escalated rapidly and after 5 weeks subsided. The symptoms were dizziness, headaches, swollen lower face, body aches, nausea, upset stomach, dry mouth, weight loss, weakness. Pt was unable to function. Dr who gave had no antidote at that time frame.

Event description:
Genzyme's case assigned manufacturer's control number synv-14309 did not contain a lot number from the initial caller. Upon receipt of voluntary medwatch report mw1033682, a review of the genzyme safety database revealed a match for this info in genzyme's case assigned manufacturer's control number synv-14309, which had not been previously submitted to cdrh. This case did not meet reporting criteria and was not submitted to FDA as an MDR per 21 cfr $ 803.50.